Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Caller tested 4.0 inr on the coaguchek xs system while a comparison lab returned as 2.8 inr. Customer had not taken coumadin on the day of this comparison as he had held his coumadin dose based on a result of 4.9 inr from his meter the day before. No adverse event reported. Requested return of suspect system, however, customer has no strips left to return.